Event description:
A hospital in (B)(6) reported that the inspiratory limb heater wire of an rt236 infant dual-heated evaqua breathing circuit could not be connected before use.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned to the manufacturer. The pins on the inspiratory limb of the complaint breathing circuit were tested to see if they could be connected to a heater wire adaptor. Results: the left inspiratory heater wire pin was bent outwards, therefore full insertion of the heater wire adaptor was not possible. A lot check revealed no other complaints of similar complaints for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).